Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that at the day of the patient's pulse generator change out that a chest x-ray showed that the right atrial lead had moved out of the right atrial appendage. The lead was capped and replaced. The patient is enrolled in the product surveillance registry study. No patient complications have been reported as a result of this event.